Manufacturer narrative:
Investigation completed, h codes updated to reflect results.

Event description:
It was reported the blanket was leaking while in use on a patient. There are no reports of adverse consequences.

Event description:
It was reported the blanket was leaking while in use on a patient. There are no reports of adverse consequences.